Event description:
It was reported that the customer was experiencing difficulties charging the pump battery with the tandem-provided charging cable and wall adapter as the connection with the usb port would be unstable and loose. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully resolve the issue and charge the pump properly with a new set of tandem-provided charging supplies.